Manufacturer narrative:
This report is submitted on may 05, 2020.

Event description:
Per the clinic, the patient developed an infection at the implant site. The abutment was removed on (B)(6) 2020. It is unknown if patient was treated with antibiotics as of the date of this report.